Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney letter alleged that the patient received 19 shocks in a span of half an hour. The patient was taken by ambulance to the hospital, and interrogation of the device showed that the device was too sensitive and unable to obtain an accurate reading of the patient's heartbeat. The attorney further alleged that a company representative fixed the device and stopped the misfiring. Follow-up with a company representative indicated that the patient had received six shocks for apparent t-wave oversensing (twos). Device follow-up via phone in february 2010 showed that the device was functioning properly. The device remains in use. No further patient complications have been reported as a result of this event.